Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 63 mg/dl compared with the sensor glucose reading of 400 mg/dl. The customer treated with juice. The customer stated that the sensor glucose reading went down to 155 mg/dl and did not need any further assistance. Nothing was replaced or returned for analysis.